Event description:
Journal reference: anheim m, fraix v, chabardes s, krack p, benabid a-l, pollak p. Lifetime of itrel ii pulse generators for subthalamic nucleus stimulation in parkinsons disease. Mov disord 2007;22(16):2436-2439. The article describes the results of a long term study were 49 patients were treated for symptoms of advanced parkinsons disease with bilateral deep brain stimulation (dbs) of the subthalamic nucleus (stn). The purpose of the study was to evaluate the lifetime of chronic stimulators (itrel ii). A number of adverse events related to stimulator end-of-life (normal battery depletion) were included in the article. Unilateral ipg end-of-life led to sudden and severe aggravation of parkinsonian symptoms in 10 patients. For a small number of patients (unspecified), ipg status verification gave normal battery signal yet the ipg end-of-life occurred days later. Treatment and outcome information was not provided.

Manufacturer narrative:
.